Manufacturer narrative:
Updated outcomes attributed to adverse event and adverse event problem patient codes. The following general additional information was provided by the cobo medical sas reporter regarding all ten reported complaints: cc-(B)(4) -MFR 3012307300-2019-05691, cc-(B)(4) -MFR 3012307300-2019-05692, cc-(B)(4) -MFR 3012307300-2019-05693, cc-(B)(4) -MFR 3012307300-2019-05694, cc-(B)(4) -MFR 3012307300-2019-05560, cc-(B)(4) -MFR 3012307300-2019-05543, cc-(B)(4) -MFR 3012307300-2019-05544, cc-(B)(4) -MFR 3012307300-2019-05547 and cc-(B)(4) -MFR 3012307300-2019-05548. The reporter stated "the shirt gets removed to adequately and appropriately clean the patient, when a shirt is removed it cannot be introduced again because the space is too small. In which it gets left out not due to patient safety since this kit has all the parts". They also stated a shirt was removed because "the patients had problems breathing as the bronchial pathway is very small." Furthermore, the reporter indicated that the event has led to an increase in "tracheitis" for their patients. Additionally, the reporter noted it was necessary to complete a tube change out "various times". However, they could not confirm how many occurrences this intervention was required. Therefore, all ten related files will be considered as a serious injury due to the reported adverse patient effects and required intervention.

Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suctionaid percutaneous dilation tracheostomy kit with single stage dilator was in use with a patient at the hospital. The reporter stated the patient "presented drowning (gasping for air) and difficulty breathing that did not get better with suction. The shirt (sleeve) had to be removed". No additional adverse patient effects were reported.